Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
He states the handgrip on the back canes come off easily and that the customer was pushing the chair down an incline and the grip almost came all the way off and the chair almost got away from the customer.